Event description:
It was reported, the customer had a no delivery alarm on their insulin pump. Customer also reported a bent cannula upon removal of their infusion set. Customer's blood glucose was around 300 mg/dl. Troubleshooting was not completed because the alarm was resolved by a complete set change. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.